Event description:
It was reported that at a device follow up, it was noted that the right ventricular (rv) lead exhibited high threshold when the patient was supine. An rv lead reposition was scheduled, however the day of the procedure the rv threshold produced consistent results. An x-ray was performed with no obvious difference in lead position when compared to the initial implant. The physician decided to not proceed with the lead revision and will monitor the patient. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).